Event description:
It was reported that during continuous renal replacement therapy with a prismafex hf1000 set, the "effluent tubing on filter noted to be cracked at lure lock, with partial cracking noted at effluent tubing". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, photographs and a companion sample were provided for evaluation. Visual inspection of the photos showed that the cone of the set effluent male luer lock was broken. This component is provided preassembled by a vantive supplier. Inspection of the companion sample did not identify any product abnormality that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the broken luer connector was determined to be related to supplier product design and manufacturing. Corrective action preventive action and change control records were previously opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.